Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), genital haemorrhage ("persistent bleeding"), pregnancy with contraceptive device ("unwanted pregnancy/ pregnancy (no complications)") and caesarean section ("c-section") in a (B)(6) female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included cilest (ortho tricyclen) for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant) and pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation had resolved and the genital haemorrhage, pregnancy with contraceptive device, caesarean section and pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered caesarean section, fallopian tube perforation, genital haemorrhage, pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Laboratory test and concomitant drugs were added. Updated suspect drug indication and lot number. Added events perforation (fallopian tube(s)) and c-section. Updated events, outcome and onset date. On (B)(6) 2011, she explanted essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), genital haemorrhage ("persistent bleeding"), pregnancy with contraceptive device ("unwanted pregnancy/ pregnancy (no complications)"), caesarean section ("c-section") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included fibroids (seen during her last pregnancy). Concurrent conditions included gestational diabetes mellitus and polyhydramnios. Concomitant products included cilest (ortho tricyclen), contraceptives for topical use and norethisterone (micronor) for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), pain ("pain") and uterine haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation had resolved and the genital haemorrhage, pregnancy with contraceptive device, caesarean section, pain and uterine haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2011. 4081.5g was the reported birth weight. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered caesarean section, fallopian tube perforation, genital haemorrhage, pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 8-oct-2010: total bilateral occlusion, adequate occlusion pregnancy test - on 21-may-2010: negative on 21-may-2010, after essure insertion, number of trailing coils remaining: right side 4, left side 5. On 02-dec-2010, transvaginal imaging: uterus: there appears to be a 5w5d intrauterine gestational sac. Yolk sac appears wnl. Embryo not identified. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events pregnancy with contraceptive device, caesarean section. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Reporter information, patient¿s demographic information, pregnancy outcome, relevant history and lab data updated. Event uterine haemorrhage was newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), genital haemorrhage ("persistent bleeding"), pregnancy with contraceptive device ("unwanted pregnancy/ pregnancy (no complications)"), caesarean section ("c-section") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included fibroids (seen during her last pregnancy). *on (B)(6)2010, after essure insertion, number of trailing coils remaining: right side 4, left side 5. On (B)(6)2010, transvaginal imaging: uterus: there appears to be a 5w5d intrauterine gestational sac. Yolk sac appears wnl. Embryo not identified. (B)(6)2010:hysterosalpingogram-: a procedure was discussed in length and verbal consent was obtained. The cervix was cannulated .. Iodinated contrast was administered to the uterine cavity. There is normal size and shape uterine cavity without endoluminal filling defects. There is no extension of radiodense contrast along the essure wires supporting tubal occlusion. Concurrent conditions included gestational diabetes mellitus, polyhydramnios and macrosomia. Concomitant products included cilest (ortho tricyclen), contraceptives for topical use and norethisterone (micronor) for birth control as well as minerals nos;vitamins nos (prenatal vitamins) from (B)(6)2009 to (B)(6)2011. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and uterine haemorrhage (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6)2011. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and caesarean section had resolved and the genital haemorrhage, pelvic pain and uterine haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6)2011. 4081.5g was the reported birth weight. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered caesarean section, fallopian tube perforation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion, adequate occlusion. Pregnancy test - on (B)(6)2010: results: negative. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events pregnancy with contraceptive device, caesarean section. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc (product technical complaint). Event pain updated to pelvic pain female. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), haemorrhage in pregnancy ('heavy bleeding with clots'), genital haemorrhage ('persistent bleeding'), caesarean section ('c-section'), uterine haemorrhage ('abnormal uterine bleeding') and pregnancy with contraceptive device ('unwanted pregnancy/ pregnancy (no complications)') in a 32-year-old female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included fibroids (seen during her last pregnancy), multi gravida (total number of pregnancies: 4) and parity 4 (total number of live births: 4 (B)(6) 1999, (B)(6) 2003, (B)(6) 2010,). *on (B)(6) 2010, after essure insertion, number of trailing coils remaining: right side 4, left side 5. On (B)(6) 2010, transvaginal imaging: uterus: there appears to be a 5w5d intrauterine gestational sac. Yolk sac appears wnl. Embryo not identified. (B)(6) 2010:hysterosalpingogram-: a procedure was discussed in length and verbal consent was obtained. The cervix was cannulated .. Iodinated contrast was administered to the uterine cavity. There is normal size and shape uterine cavity without endoluminal filling defects. There is no extension of radiodense contrast along the essure wires supporting tubal occlusion. Concurrent conditions included gestational diabetes mellitus, polyhydramnios and macrosomia. Concomitant products included contraceptives for topical use, ethinylestradiol;norgestimate (ortho tri-cyclen) and norethisterone (micronor) for birth control as well as minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2009 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced haemorrhage in pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and uterine haemorrhage (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, caesarean section and pregnancy with contraceptive device had resolved and the haemorrhage in pregnancy, genital haemorrhage, pelvic pain and uterine haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2011. 4081.5g was the reported birth weight. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered caesarean section, fallopian tube perforation, genital haemorrhage, haemorrhage in pregnancy, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion, adequate occlusion. Imaging procedure - on (B)(6) 2010: not reported (essure confirmation test unspecified test). Pregnancy test - on (B)(6) 2010: results: negative. Ultrasound scan - on an unknown date: heavy bleeding with clots. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events pregnancy with contraceptive device, caesarean section. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: event heavy bleeding with clots added. Medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.